Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and a healthcare provider (hcp) regarding a pump being used to deliver bupivacaine and unknown morphine. The bupivacaine concentration was 400 micrograms per milliliter (mcg/ml) with a daily dose of 189.12 mcg and the morphine concentration was 4.0 milligrams (mg) per ml with a daily dose of 1.8912 mg. Neither lot number was provided. The indications for use were malignant pain and cancer pain. It was reported that at a refill on (B)(6)2015 that 7 cubic centimeters (ccs) were withdrawn when every refill before that it had been 4 ccs left in the pump. It was noted that ¿as usual,¿ the patient had pain a few days prior to the refill date. Follow-up information from the healthcare provider indicated that there was always a small discrepancy when refilling the pump. No interventions or actions were taken to resolve the issue as a small discrepancy was expected. No cause for the discrepancies was determined. No additional patient medical history or patient outcome was reported. Additional information was received from a company representative. The pump was last refilled in (B)(6) 2015. The patient dose was increased from 1.72 mg/day to 1.89 mg/day at the refill in (B)(6) 2015 and is feeling better at the time of report. The patient¿s next refill was scheduled for (B)(6) 2016, at which time the volume would be checked. Additional information was received from a consumer. It was reported the patient went in for a refill on the date of this report and they drew out "5" and when they refill the pump it is 3-4 "mg". The patient also experienced a volume discrepancy on (B)(6) 2016 in which they got 5 out of the pump. It was noted no dye studies with the pump or catheter had been done. The patient was having an MRI on (B)(6) 2016 to see what was going on. Additional information was received from a manufacturer's representative on 2017-mar-06 regarding the patient's drug infusion system. It was indicated that the pump was programmed to infuse morphine [4 mg/ml] at 2.3023 mg/day, and bupivacaine [400 mcg/ml] at an unknown dose. The device had been used for treatment. It was reported that the patient's pump and catheter were replaced on (B)(6) 2017. It was stated that in the past, the patient had reported feeling less of an effect towards refills. The reason for replacement of the pump was at the patient's request, due to a decreased effect at refills and residual discrepancies (all within parameters). It was reported that the patient experienced a gradual loss of therapy towards refill dates. A rotor study was performed with no issues noted. A dye study was performed and no issues were noted. It was indicated that no patient injury occurred, and the patient recovered without sequela. The pump was returned to the manufacturer for analysis. It was noted on the paperwork received with the devices that after the pump was explanted, it was filled with 14 ml of sterile water (from the pump it was replaced with). There was 8.4 ml remaining when the pump was placed in minimum flow rate.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there was a dark residue occlusion in the dispensing holes of the catheter body, noted to be event related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient's weight at the time of the event was provided.